Event description:
It was reported that between october 2021 to february 2022, a significant decrease was observed from 54% to 15% remaining battery longevity from this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 60 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that between october 2021 to february 2022, a significant decrease was observed from 54% to 15% remaining battery longevity from this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 60 days. The device was subsequently explanted and replaced to resolve the event and no additional adverse effects were reported. The device is expected to be returned for analysis, but has not yet been received.